Event description:
It was reported that the insulin pump alarmed button error and battery out limit. The customer's blood glucose was 125 mg/dl. The customer stated that they always keep the insulin pump in their bra, and never had an issue with it. Nothing happened prior to the button error alarm. The customer was advised to place the insulin pump in a baby sock in order to avoid moisture exposure while the device is being kept in the bra. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
No button error alarm was noted on the insulin pump. There was intermittent button response due to moisture damage to the keypad trace. The device was received with scratched lcd window, cracked display window corners, and a cracked reservoir tube lip.